Event description:
It was reported that ams 700 lgx inflatable penile prosthesis (ipp) inflated prior to connecting. The ipp pump appeared to be defective because it would not inflate after closing, and it appeared to have a leak in the pump tubing. The preconnected ipp pump and cylinders were removed and replaced with a new ams 700 cx . No further issues were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.

Manufacturer narrative:
Analysis of the lgx pre-connect ms 15cm ps iz device did not confirm any leaks in the cylinders; however, there was a leak in the pump at the strain relief tubing connection due to a sharp instrument and explant damage. Review of the manufacturing records for batch 1000183401 from container 22851709-001 confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that ams 700 lgx inflatable penile prosthesis (ipp) inflated prior to connecting. The ipp pump appeared to be defective because it would not inflate after closing, and it appeared to have a leak in the pump tubing. The pre-connected ipp pump and cylinders were removed and replaced with a new ams 700 cx . No further issues were reported in relation to this event.